Manufacturer narrative:
Explant due to mitral regurgitation, dyspnea on exertion and valve having difficulty closing completely was reported. It was also reported that calcification and pannus were observed along with thinning of leaflets with no tears or damage. The investigation found that cusps 2 and 3 were torn. There were degenerative changes noted at cusp 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes at the tear site. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 january 2019, a 25mm epic mitral valve (serial: (B)(6)) was implanted. Native valve dimensions were measured as 25mm. In (B)(6) 2024, upon transesophageal echocardiographic (tee) imaging, the patient had mitral regurgitation and dyspnea on exertion. The valve had difficulty closing completely. On (B)(6) 2024, the patient returned for a re-do intervention. The 25mm epic valve was explanted and a replacement 27mm epic valve (serial: (B)(6)) was implanted successfully. The patient was reported to be stable. Calcification was observed throughout the p2 and p3 posterior leaflet segments. Pannus was observed circumferentially on the left ventricular side of the valve. The leaflets were also thinner than normal, although no tears or damage was observed. The patient had no renal insufficiency or other conditions that may impact calcium metabolism.